Event description:
It was reported that the customer's insulin pump had a button error alarm that could not be cleared. The potentially significant event leading up to the alarm was exposure to sweat. The insulin pump will be replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted and all of the buttons functioned properly. However, corroded keypad traces were noted.